Event description:
It was reported that the right ventricular (rv) lead was undersensing. The lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead in segments was returned and analysis revealed the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: cd3357-40c ICD, implanted: (B)(6) 2014; 1056k86 competitor lead, (B)(6) 2004. (B)(4).